Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl, at the time of incidence. Customer's current blood glucose level was 190 to 120 mg/dl. Customer reported that he has been swimming a lot and transmitter got fried. Customer stated that the low blood glucose were treated with apple juice and was fine. Customer reported that they were not using auto mode. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.